Manufacturer narrative:
The affected device was replaced at the facility. The returned, defective parts were evaluated. Our investigation has identified steps in the manufacturing process which can lead to the paint chipping. The damage to the painted surfaces usually does not develop suddenly, but develops over time. The instructions for use state that the devices must be checked for proper condition prior to each use. Damaged devices must not be used. If damage to the surface coating is recognized and removed, there is no danger to the patient. The surface coating process will be updated to include additional testing and verification.

Event description:
The powder coat paint was found to be chipping at the control handle of a trumpf medical surgical light lamp head. No injury was reported.